Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 804:26. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation in the pump's event history. This condition was caused by a software failure and is not attributed to a hardware defect. No repair is required to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).